Event description:
Additional information received reported that the healthcare provider (hcp) received a call the day prior to the report regarding an out of regulation (oor) message on the patient programmer. The oor appeared before (B)(6) 2014 and the patient was unable to adjust stimulation. The specific date was unknown and on which implant it appeared. The hcp would be seeing the patient later on the day of the report. The cause and date of the event and patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
It was reported that the nurse saw the patient on (B)(6) 2014 and she was walking slower than normal. The nurse received a call from the patient stating that she saw ¿out of regulation (oor)¿ on her patient programmer, the night prior to the report. The patient¿s symptoms were also worse that night, but it was noted that her medications were reduced somewhat by her doctor the day prior to the report at her appointment. The nurse stated that the left implantable neurostimulator (ins) was the one that showed oor. It was noted that the patient¿s amplitude was decreased compared to her previous devices. Later that day, it was reported that the reporter was unable to adjust stimulation. The patient programmer displayed a ¿call your doctor¿ icon and an oor condition. The oor was first seen the day prior to the report. That patient had a return of symptoms since (B)(6) 2014 and last felt like this when the ins was turned off. The actual reduction in amplitude compared to the previous devices was ten percent. The patient had dyskinesia and it occurred especially at her peak time of her medication schedule. Between the medication and the stimulation, it was a little too much, so they decreased stimulation. The reporter stated that when the patient went in ¿about a week ago¿ they decreased the stimulation again due to the dyskinesia. The dyskinesia would happen when the patient first took medication, at the beginning of the medication and right at the end, and she took medication six times. This was why stimulation was decreased. The patient had not fallen lately. The following day, it was reported that the doctor brought the patient in to check impedances. The reporter was unsure if the patient was in constant voltage or constant current. The reporter stated that the impedances were taken four time and they looked normal. There was no historical impedance data. The reporter noted that the battery was at 2.89 volts and at the last visit on (B)(6) 2014 it was 3.02 volts. The reporter mentioned that the patient no longer had access to change the settings and her programmer was in simple mode. The reporter intended to send the patient home and have her monitor the ins. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was no problem with the patient¿s right implantable neurostimulator (ins), but there was a problem with the left ins. Both inss were explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was visiting their healthcare professional (hcp) on the day of this report and a "call your doctor" icon and an out of regulation (oor) message were displayed on the clinician programmer. An elective replacement indicator (eri) was also displayed for the left ins and the battery voltage was at 2.59v. The hcp indicated the battery depletion was premature and they were not able to adjust stimulation. The patient had the same settings for both the right and left inss. The right ins was okay and did not have any problems. The lowest therapy impedance was in the 500 ohm range and electrode impedances were all within normal range. The weekend prior to this report, the patient was at an event and experienced tingling in their shoulders. The hcp planned to do a follow up exam with the patient to measure impedances while the patient was changing body positions and to do x-rays.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v259112, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay. The ins displayed elective replacement indicator (eri) at 2.745v. The ins was tested for oor at different group resistances and amplitude. Oor was observed at 10.5 v with a group resistance at around 134 ohms. Oor was observed as the group impedance was lowered and the amplitude was increased. Since the oor message was observed at times while the ins was implanted, it was very likely that there was an intermittent short in the extension or lead system across the ins output.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient's implantable neurostimulator (ins) was fine in (B)(6) 2015, but the next time the ins was checked it had reached replacement status. Around the time the ins reached replacement status, the patient had unexplained tingling in their shoulder. The reporter stated they got an analysis report and the ins was working properly, but that did not explain the battery issue. When the patient had checked the ins with the patient programmer, the ins battery was high at times and low at times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.